Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient's friend contacted dexcom technical support on (B)(6) 2012 to report that patient had experienced a hypoglycemic episode on (B)(6) 2011. Dexcom technical support contacted patient and patient reported that while at work, she had a hypoglycemic seizure and remembers walking up on the floor. Patient recalls that sensor was reading approximately 200 mg/dl prior to her episode and that during the time leading to her episode, readings were dropping. Patient woke up on the floor in distraught state and contacted physician and friend who took her to the hospital. While at the hospital, patient suffered another seizure which was unrelated to her bg. Patient was admitted at the hospital and was medically induced into coma for about two weeks. At the time of her call to dexcom technical support, patient reports that she was doing better but was still in physical therapy.